Event description:
It was reported that during a bph surgical procedure at 63,010 joules of use, "fiber cap detachment; energy delivery element was moving inside housing during lasing" was noted. The fiber was exchanged and the procedure was completed with a second fiber at 126,417 joules. The fiber tips (caps) of both fibers were cleaned during the procedure. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-603a-2207. The cap is attached to fiber; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on the device analysis, the product complaint "fiber cap detachment" could not be confirmed; glue failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.